Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated she had a hypoglycemic event but is unsure if the receiver alarm was triggered or not. Her husband woke up at 3:00 am, checked on her, and saw that she had passed out. He checked the receiver and saw that the continuous glucose monitor (cgm) value was 40mg/dl. The husband called for an ambulance and the patient was taken to the hospital and treated with glucose. She felt better during the day and left the hospital at around 2:00 pm. She had previously received a replacement receiver due to low audio output but was still using the previous one instead of the new one. At the time of the report she was feeling fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A sound/try-it test was performed and passed. The case was opened for interior inspection and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.